Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was initially reported that the patient¿s catheter was broken and the medication was being delivered subcutaneously. The catheter was revised; the pump was replaced. The new pump dose was lowered to minimum rate. Follow-up was conducted regarding this event and per this reporter, during a routine pump replacement procedure an additional segment was added to the catheter because the physician felt that ¿the line was too tight¿; per this reporter, there was nothing wrong with the patient¿s catheter. The device system was delivering dilaudid.